Event description:
A patient in the nephrologic ward was reportedly treated with insulin coincident to extraneal (icodextrin 7.5%) therapy (a labeled interferent for the test strips). Reporter indicated that, prior to insulin administration, patient's blood glucose was tested, using the suspect device, with falsely elevated results due to the interference of icodextrin with the strip chemistry (glucose dehydrogenase). No additional information, pertaining to patient's treatment or current condition, was provided. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
Information was orginally received, on august 10, 2004.